Manufacturer narrative:
The event date is unknown. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, product ID: neu_unknown_ext, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported there was a "mechanical erosion" listed in an operation report from 2017-nov. It stated "¿incision performed excising the prior scar mechanical erosion, the extension-lead was then carefully dissected and placed within a deeper pocket". The caller had no additional detail to provide. Refer to manufacturer report #3004209178-2020-22257 for related device.